Manufacturer narrative:
Investigation and DHR: the customer reported occlusion in the set, and returned one used sample with lipids. Set is material 20127e and lot 23099459. The set had no visual issues on initial examination. The set was flushed with water, removing any remaining lipids. Then, the set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of 1 ml/hr for 24 hrs. No observation on occlusion was observed. The customer complaint was unable to be replicated. The root cause could not be found without a replication of the failure. Although the issue was unable to be replicated and the root cause is unknown, bd is looking at opportunities to improve the filter function to alleviate this failure in the future. Device history record review for model 20127e lot number 23099459 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim. Channel began to alarm with "occluded - patient side".